Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. During the procedure, it was discovered that the flap tissue was infected. Prior to explantation, the patient was treated with topical steroids and oral antibiotics (dates and durations not reported). It is unknown if there are plans to reimplant the patient, as of the date of this report, (B)(6) 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed june 17, 2016. Implanted device remains.

Event description:
Per the clinic, the receiver stimulator extruded through the skin flap (date not reported). Revision surgery is planned; however, has yet to occur as of the date of this report.